Manufacturer narrative:
Taper ii. (B)(4). The reporter of the complaint was asked to return the product for analysis. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual exam may confirm or determine the connector type associated with this report. Dysphagia and erosion are surgical /physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported event of erosion as follows: "there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery after the use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electrocautery, and during early experience. Symptoms of band erosion may include weight loss, weight gain. Access port infection or abdominal pain. Reoperation to remove the device is required. Reoperation for band erosions may result in a gastrectomy of the affected area. Eroded bands have been removed gastroscopically in a few cases. Consultation with other experienced lap-band system surgeons is strongly advised in these cases."

Event description:
Pt reported that a lap-band system was removed, because it had "eroded into [their] stomach." The event was first noticed when the pt was "unable to eat, food was not going down." F/u info: symptoms have resolved.